Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times for the pump to respond and now has completely stopped functioning. It was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was 225 mg/dl. Customer delivered a bolus and stated that they will continue to use the pump for continued insulin therapy.